Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous coronary intervention procedure, a shaft kink occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified left circumflex artery. Another manufacturer's 6f guide catheter and another manufacturer's guide wire engaged in the lesion then a maverick 2 monorail 15mm x 2.0mm balloon catheter was used to pre dilate the lesion when a shaft kink was noted. The procedure was completed with another same device. No patient complications were reported and the patient's status is stable. However returned analysis revealed a shaft break.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received in two sections as a result of a break in the hypo tube. The break was located at 73.3cm distal to the strain relief. An examination of the balloon and tip sections of this device found no issues with their profiles. No other damage was noted along the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).